Event description:
It was reported that approximately three weeks post implant, it was determined that the right ventricular (rv) lead had perforated the septum. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.